Event description:
On (B)(6) 2006, the doctor performed the procedure with no problems. On (B)(6) 2010, the pt called the doctor and explained that for 15 months she had pelvic pain. The doctor sent her for a CT scan and one of the clips was floating. On (B)(6) 2011, the doctor did a laparoscopy (removal of the filshie clip).

Manufacturer narrative:
Filshie clip has not been returned to coopersurgical inc. For eval. (B)(4).